Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
During a zmc fracture procedure, the screw head snapped off while being inserted into the patient. The body of the screw is still implanted in the patient. They were able to recover the screw head.